Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid drainage. The cause of the peritonitis was not reported. The same day as onset, the patient began treatment with intraperitoneal (ip) cefazolin and ip fortum (doses and frequencies not reported). Five days after onset, the patient was hospitalized through outpatient clinic for the event and treatment was changed to ip vancomycin (dose, frequency and duration not reported), the ip fortum continued (duration not reported). The patient was discharged four days after admission and was recovering from the event. Pd therapy was ongoing. No additional information is available.